Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: venous chamber emptied multiple times during treatment requiring staff to remove air repeatedly. Microbubbles present in lines. All connections were checked and secure.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used, contaminated sample was provided for evaluation. The sample underwent visual inspection, and the set was assembled according to the applicable drawing. Significant flash was observed at the end of the arterial patient connector; however, no defects were identified under magnification of the patient connectors. A luer taper test was performed on all luers, with all results meeting requirements. The sample was also subjected to a leak test, and no leakage was detected at any location on the set. The dr site investigation indicated that the tubing may be contributing to the presence of air within the set. Retains were tested per specification, and all retains passed internal testing. A change control has been implemented to address the reported issue of air bubbles adhering to the tubing material following the transition to non dehp tubing. This update applies only to design documentation; no bom or drawing changes at the dr site or supplier sites are included in this change. A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.